Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unknown date and involved plum 360¿ sistema infusionale compatibile con ICU medical mednet¿ software. It was reported by the customer that pump does not stay on and it shuts down. There was no report of patient harm. No additional information was provided about the event.

Manufacturer narrative:
The device was found in good physical condition. The device failed cassette test alarming "e325". There were multiple "e325" and "depleted battery" alarms in the recent history. The logs were downloaded and sent for review and the following was determined: "engineering observes that the referenced pump battery over voltage alarms had been appearing since aug 05 (17 days prior to the reported incident) with no indications in the logs that the customer took specified remedial action per the plum 360 tsm. Engineering evaluates that the reported pump failure to stay on was due to battery failure and this should be examined and replaced (as needed) by the service center. The complaint is confirmed." The battery voltage when measured was very low and would confirm the device shutting down on battery as it didn't have much capacity left. The asm battery was replaced and the change battery softkey was pressed. The pump then passed functional testing (pumping with no alarms). The customer complaint of "it doesn't stay on, it shuts down" was confirmed with a probable cause of asm battery (depleted).